Manufacturer narrative:
Information was forwarded from (B)(6) which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Since no lot numbers were received for the device related to this case, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in (B)(4) 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that the patient underwent total right hip arthroplasty on (B)(6) 2008. It is also reported that the patient experience loosening of the acetabular cup. Surgical revision was conducted on (B)(6) 2011.